Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix partly extended and bent and blood visible inside. Damaged at implant attempt. No further helix testing possible.

Event description:
On (B)(6) 2016: it was further reported that the lead was returned.

Event description:
It was reported that a lead was attempted but not used during implant surgery. It was noted that the lead was positioned, and while attempting to extend the helix, the lead dislodged. The lead helix would not extend or retract as it should. The lead was evaluated outside of the body and determined not to be used. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.